Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer confirmed that the customer recovered the drawer for testing; final testing in hardware test application (hta) was completed successfully, and the drawer passed all tests. The system functioned as intended after the field service engineer assessed the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pockets failed and popped error message stating device not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.